Event description:
Explant physician reported implant-associated ebv-positive diffuse large b-cell lymphoma diagnosis, ruptured of the device and capsular contracture ( baker grade IV). The device was removed and a sample of the capsule was sent for testing. Pathology report found: "the atypical lymphocyte population, consisting of large cells, expresses b markers (cd79a, pax5 and cd19), bcl-2, ebna2, c-myc, bcl-6 and mum-1. It is negative for the following markers: alk and cd10." And "capsule corresponds to stage t2 of the tnm staging system." Left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Lymphoma-ndr: not applicable as the event is not related to the device. Rupture: no observe openings. Additional observations: yellow particles observed on the surface of the shell. Wear abrasion observed. No further actions are required as the device was implanted. Additional, corrected and/or changed data.

Event description:
Healthcare professional (hcp) reported rupture, seroma and capsular contracture baker grade IV. Upon reviewing the translation of the pathology reports, the histological appearance and immunohistochemical profile observed are suggestive of breast implant-associated ebv-positive diffuse large b-cell lymphoma. The event of lymphoma is considered not device related.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl. Upon review of received pathology reports, allergan medical safety has determined that the final pathology describes a b-cell lymphoma, not a t-cell lymphoma. B-cell lymphoma is not related to the device. Hence, this medwatch unreports the event of lymphoma-alcl. Clarification to b.3. Date of occurrence: (B)(6) 2022 is the date b-cell lymphoma was diagnosed. Rupture was first noticed in (B)(6) of 2022. Seroma was first noticed (B)(6) 2019. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. Lymphoma: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Upon review of additional information, the recall number previously reported in h.7./h.9. Should not have been submitted.

Manufacturer narrative:
Date of alcl diagnosis: (B)(6) 2023. Health effect - impact code: f2201. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma-alcl and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "alcl" and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported for left side "capsule + type b alcl on the periprosthetic left side" and "painful and disabling periprosthetic capsules, with capsular contracture baker grade unknown". Histopathological markers cd30+ and alk- have been confirmed. Device has been explanted.